Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that after a breast biopsy which was completed with no issues, that evening the pt went to the emergency room for excessive bleeding from the biopsy site. No add'l info was available.